Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited low pacing impedance. No intervention was performed. The patient was in stable condition.